Manufacturer narrative:
Device lot number, unavailable. No parts have been received for analysis, therefore no analysis possible. The instrument was replaced, which resulted in a resolution. Device manufacturing date is dependent on lot number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the cervical probe tip was deformed. Although the tip was deformed, the probe was stated to have verified successfully. There was no patient present when this issue was identified.